Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The computer and atp console components of imaging system were returned to the manufacturer for analysis. The computer passed virus scan, operating system load, and application load on the bench. Time/date check was good, indicating the cmos battery was good. The computer was installed on a test system and the system achieved ready as expected. The 2d and 3d imaging were successful. No fault was found with the computer. The atp console was installed in a test system. The system achieved ready and functioned as expected in both 2d and 3d mode. No fault was found with the atp. Both components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Return requested for computer and pcba atp. Replacement computer and pcba atp were both shipped to site (B)(6) 2016. Suspect computer and pcba atp were both returned to manufacturer for analysis on 04/08/2016. Both parts are under analysis. On 03/28/2016 a medtronic representative performed an imaging system check-out, mechanical, navigation, cable grade & system inspection areas passed. Imaging modalities test failed. Reported issue could not be replicated. Replaced atp board and image acquisition system (ias) computer. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site neuro coordinator that while in a spine procedure, their imaging system 3d spin would not initiate. When the medtronic representative was on-site, the reported issue could not be replicated. The logs showed "time out" errors. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use off the imaging system to complete the procedure. Delay in therapy was less than one hour. There was no impact on patient outcome.